Event description:
It was reported by the customer that ambulance was traveling north at a speed greater than 60 mph. The ambulance approached an intersection that required east/west traffic to stop at a sign. The oncoming driver did not stop, ambulance made direct frontal impact with said vehicle. Given force and speed of impact, stretcher was pushed forward then left it's mount. Stretcher was operable after crash. Stretcher was inspected by customer and found to be in operable condition, no structural defects noted. The patient was injured. Injuries alleged were several broken ribs from accident. The customer suspects injuries may have come from the compression of belts and contact with side rails.